Manufacturer narrative:
Information supplied in sectin f was completed by the manufacturer based on information from the user facility. Any information not included in this section or nay other section was na t the time of submission of this medwatch report to the FDA. User facility was unable to supply the correct lot number of the device used, consequently, the manufacture date of the device is unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the devie met specification. Should further relevant details become available, a supplemental medwatch report will be filed under the apprpriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures. Bsc reference #tw133217 / a00024852- date filed: 22 june 2006

Event description:
The complainant has reported that a male patient (age unknown) underwent a therapeutic multiple band ligator procedure for treatment. The clinician stated that while using the speedband superview super 7 multiple band ligator device, the band slid off the verice. Teh use of a prior devie resulted in the same issue. The procedure was postponed until a replacement product arrived. There is no further information available regarding procedure outcome. Please not associated medwatch report #: 6000048-2006-00316.